Event description:
A caller reported that a malfunction occurred on the pump displaying malfunction code malf 16. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent to the customer due to the issue and advised the caller to use mdi as a backup therapy to ensure insulin delivery was not interrupted. The caller was informed about the software updates for the replacement pump and provided instructions on how to return the faulty pump to tandem and to program their settings into the new pump. The caller was also advised to connect their cgm to the replacement pump and return the problematic pump within 10 days to avoid charges.